Event description:
Customer reported that the sensors were giving inaccurate readings. The blood glucose reading was 90 mg/dl when the sensor glucose reading was 65 mg/dl. At the time of the report, the blood glucose reading was 101 mg/dl, while the sensor glucose reading was 64 mg/dl. She stated that the sensor glucose graph was not trending in the same direction as the blood glucose. Customer calibrates when the blood glucose is stable and enters the blood glucose timely and correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.